Event description:
The complainant reported a 45-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient developed ischemia represented by an intermittent doppler pulse in the leg. To treat the condition, a fem-fem bypass was performed and the pump was explanted. There were no further complications noted following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.